Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the distal anchor of one (1) healicoil knotless regenesorb broke when the inserter was introduced into a bone hole and when tension was applied to the suture. The patient had a normal bone quality. The insertion site was cleared of all debris prior to insertion of the anchor. The procedure was resumed, after a 5 min delay, using an equivalent s+n back-up. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor is fractured below the eyelet, and the threads are in the insertion tube. The eyelet was not returned. The distal plug and proximal anchor were returned on the device with no visible defect. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.